Event description:
Dialysis drainage line disconnected from drainage bag. This set is a closed sysem for patient connection to peritoneal dislysis (pd) drainage bags and should not disconnect at this site. There was leakage at the stop cock that. During the use of this device this leak occurred twice. Patient required dosage of antibiotic post event.